Manufacturer narrative:
Facility phone number currently unknown. User facility or importer name or address is currently unknown. Contact person currently unknown. Contact phone number currently unknown. Date user facility became aware of event is currently unknown. Approximate age of device is currently unknown as lot information was not provided. (B)(4). Device manufacture date is unknown as lot information is currently unknown. The event is currently under investigation.

Event description:
An (B)(6) male patient underwent an evar of the aorta. The patient had a left limb occlusion 4 months post evar which required to have adjunctive procedures to unblock the occlusion.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), device history record, and trends of the product was conducted. Medical findings from medical imaging report: pre-implantation and 1 month post implantation ctas are provided along with the complaint report and the planning and sizing worksheet. The pre-implantation cta demonstrates a aaa with right common iliac artery (cia) dilation to 21mm and distal left cia aneurysmal dilation to 31mm. The anatomy was within the IFU with the exception of the left cia seal zone. This was funnel shaped. It measured 30mm maximal diameter in the eventual seal zone proximal end and 22mm maximal diameter at the distal end. Both iliac arteries were severely tortuous. The mainbody was implanted from the left. The complaint limb was the ipsilateral limb. One month post implantation thrombus progressively narrowed the left limb through the distal half of the limb gate overlapping segment. The maximal diameter stenosis was 4.5mm and located at the point where the limb exited the gate. Distal to this the thrombus acutely terminated. The seal zone length distally was 5mm. No type ib endoleak was imaged although delayed imaging was not provided. The flared portion of the limb was implanted outside of the gate. The limb acutely angled (B)(4) at ipsilateral gate end. Medical impression from the medical imaging report at 1 month post implantation the left limb was narrowed by thrombus through the distal half of the limb gate overlapped segment. The thrombus progressively increased through the segment culminating in a (B)(4) maximal diameter stenosis at the distal gate. This stenosis corresponded to the apex acute limb angulation. Although this degree of angulation is usually not associated with kinking, the severe iliac tortuosity and the endograft's freedom of movement within the aneurysm increased the likelihood of dynamic graft kinking with thrombus developing proximal the kink. The distal seal zone was only 5mm long and although an endoleak was not observed, the probability of a durable seal is reduced. Significant findings relative to the patient's anatomy were observed. The iliac arteries were severely tortuous. Significant findings relative to the disease state were observed. A left cia aneurysm extended to the left internal iliac artery with an insufficiently long distal neck. Significant findings relative to the use of the device were observed. The left limb was implanted in an aneurysmal funneled distal seal zone such that only a 5mm seal was achieved. Significant findings relative to the design or performance of the device were observed. Progressively increasing thrombus developed in the ipsilateral limb culminating in 50% stenosis at the distal end of the limb gate overlap." Based on the information provided and the investigation of the returned medical images the root cause was determined to be user technique. However, due to limited access to the patient's medical history it is difficult to eliminate any pre-existing conditions that would have/have not predisposed the patient to a thromboembolic event. The root cause was determined based on the imaging report statements which suggested that the physician¿s technique or procedure may have contributed at the formation and growth of the occlusion which could have been inadequate due to the patient local anatomical conditions at the time of the surgical procedure (tortuous arteries, etc). We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
An (B)(6) year old male patient underwent an evar of the aorta. The patient had a left limb occlusion 4 months post evar which required to have adjunctive procedures to unblock the occlusion.